Manufacturer narrative:
The insulin pump was received with blank display and a constant tone, problem isolated to lcd board. The pump was unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 123 mg/dl. The customer stated that he put a new battery cap and received a sound and the screen went blank. When the customer pressed act, the battery indicator was empty. The customer also heard the pump beeping when he got dressed. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer also stated that the pump had an open circle on the screen and the last alarm was a low battery alarm. The customer stated that, when pressing the act button, the battery indicator was empty. Could not verify the history information to confirm if it was an off no power alarm.